Event description:
Bair hugger unit designated for pacu use only. Unit looks like bhunit for or use except for warning. This unit was used in the or. Pt's chest noted to have reddened area, later developed approx. 3 large blisters. He was treated with silvadene cream in the hospital.